Event description:
It was reported that the ¿internal components came undone. No injury to patient to report.¿ clarification from facility confirmed that ¿during surgery while using the device in the patient's ear he noticed the tip of the bur began to unwind. He pulled the bur out to examine it and said it was hanging on by a thread. The doctor then touched the bur and the tip snapped off. The doctor made sure to examine the surgical field and patient very carefully and confirmed there were no fragments left behind and there was no impact to the patient. No medical interventions were required.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: device analysis found that when compared to the assembly drawing, outer tube assembly, and inner tube assembly¿ of the tip detached at the spiral wrap which would have resulted in the reported malfunction [the measurement does not include the piece of spiral wrap hanging off]. When viewed under magnification, 0.17¿ of the outer tube was worn through at the distal end which is the support area for the tip. Just behind the tip and inside the outer tube exhibited gouging. 0.32¿ of the distal side of the irrigation tube had gouging. The information indicates that excess pressure was applied to the bur during use; which caused the inner to rub against the outer tube until it wore through; which then caused the tip to catch the right side of the hood and irrigation tube that is adjacent to the tip; and resulted in the breakage of the spiral wrap. The instructions for use warns that excessive pressure applied to bur may cause damage. Method: microscopic inspection. Results: fracture problem.